Event description:
Hospital reported that saline was set up at 6:00am to infuse at a rate of 83cc/hr with a vtbi of 1000cc. Approximately 8 hours later, the user noted there was less than 100cc remaining in the bag and the vtbi displayed 307cc. The user checked the rate at this time and observed it was set at 83cc/hr. Hospital biomedical engineering dept tested the pump and found it met specs. There was no pt consequence.

Event description:
Hospital reported that saline was set up at 6:00 a.m. To infuse at 83cc/hr with vtbi of 1000cc. It was noted that less than 100 cc was remaining in the bag after approximately 4 hours, and the volume infused showed 307cc. The hospital biomedical dept checked the pump and found no fault. There was no pt consequence.